Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer¿s current blood glucose level was 150 mg/dl at the time of the call. The customer reported buttons stuck during normal use. The customer was advised to disconnect from the insulin pump and revert to back-up plan per the healthcare professional. The customer was asked to return the insulin pump for analysis.